Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the signs and symptoms of infection were swelling at the pocket and stretching of skin. It was unknown if perioperative antibiotics were administered and culture source was unknown. The date of onset/ diagnoses of infection were unknown. The primary location of infection was the pump pocket. The patient did not have meningitis. The treatment instituted for infection was the pump pocket and spinal wound were irrigated after the pump and catheter were removed. The infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient had a (B)(6) above the pump pocket site and also noted had infection at the pump pocket site. The intrathecal pump, although fully functional, was explanted and not replaced. The pump was used to deliver baclofen.